Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported touchscreen could not be calibrated. There is no patient involvement reported.

Manufacturer narrative:
This is a duplicate report of pr# 2031642-2017-00235.